Event description:
Dexcom g6 lot number 5270052 three sensors adhesive caused skin irritation and pain to the site where it is located. Reporter states that he did not have problems with the sensors until dexcom changed the type of adhesive that is used.